Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed we will send a supplemental report with our findings. (B)(4).

Event description:
It was reported that a sensation plus 50cc intra-aortic balloon (iab) was not producing any pressure indices. The iab's fiber-optic portion was unplugged and the central lumen was used to get accurate information. The iab was saved and sent back for analysis. The customer is uncertain if it was a user error or a malfunction. The patient expired on (B)(6) 2017. The facility does not attribute the death to the device.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 75.2cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Evaluation of the device did not confirm the reported event. No root cause could be identified. (B)(4).

Event description:
It was reported that a sensation plus 50cc intra-aortic balloon (iab) was not producing any pressure indices. The iab's fiber-optic portion was unplugged and the central lumen was used to get accurate information. The iab was saved and sent back for analysis. The customer is uncertain if it was a user error or a malfunction. The patient expired on (B)(6) 2017. The facility does not attribute the death to the device.